Event description:
It was reported that during a surgical implant, physician could not insert the lead into the header block. Subsequent report indicated that the first lead was removed and a second lead was inserted with success. Pt had good stimulation effects both intra-operatively and post-surgically. Add'l details regarding pt, physician, and possible return of first lead are being requested.

Manufacturer narrative:
(B)(4).